Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device displayed a "compressor fault-2001 " error message. The clinician powered the device off and switched to the reservoir intake setting with a bvm connected to continue to ventilate the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including stress testing and rcs calibrations without duplicating the customer's report. An internal inspection found debris on both the o2 side flow and compressor flow screens, indicating dust and debris from the oxygen supply and compressor. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.